Manufacturer narrative:
Technician found - brake caster would lock and hold but caster would rotate if pushed on side. Replaced caster to resolve this issue.

Event description:
Complaint - brake caster would lock and hold but caster would rotate if pushed on side. No injury reported.